Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports while going to a scheduled doctors appointment the doctor had them go to the hospital due to low glucose levels. Once at the hospital the patients pod was removed. The patient had exams administered, the patient was given a meal and drank juice. The patient was diagnosed with low glucose levels as well as severe food poisoning. The patient was released from the hospital after 3 days.